Event description:
The customer obtained higher than expected quality control results on three vitros microtip assays tested on a vitros 5,1fs chemistry system: vitros gent: biorad l3: 9.9 ug/ml versus expected 7.5 ug/ml. Vitros tobra: biorad l3: >10.0 and 9.6 ug/ml versus expected 6.5 ug/ml. Vitros vanc: biorad l2: 24.8 ug/ml versus expected 17.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained on vitros gent, tobra and vanc assays on a vitros 5,1fs chemistry system. Quality control results shifted high suddenly following monthly routine maintenance procedure performed by the operator. After completion of maintenance activities performed by an ocd field engineer, acceptable performance of vitros gent, tobra and vanc assays was observed. There was no evidence to suggest a malfunction of vitros microtip reagents involved. The root cause of this event is most likely instrument related.